Manufacturer narrative:
Trackwise ID #: (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using hemopro2 extension cable. The outer frame of the hemopro2 extension cable came off, making it difficult to connect to the vh-4000. The surgery was successfully completed using a spare extension cable. There was no harm to the patient

Manufacturer narrative:
Trackwise # (B)(4). The reported device is an OEM device. The certificate of conformance was reviewed for the lot # 1915-1. The vendor certifies that this device lot conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch.